Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2014 with the following findings: the keypad cover was observed to be intact. The down, up, and ok buttons responded intermittently to testing. Unrelated to the initial complaint, the battery compartment was observed to be cracked below the finger pad. The display was observed to be dim, fading, and reddish in color. The keypad cover was removed and contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down and ok keypad buttons were under responsive and denied damage to the keypad and moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.